Event description:
It was reported by the customer that the footswitch was "not working", the in-house biomed confirmed that the footswitch cables were not functional. The case was completed with another generator with no consequence to the pt.